Event description:
Physician attempted to use a reprocessed ligasure impact hand activated sealer/divider and was unable to have the power unit set to three bars. A second reprocessed ligasure impact hand activated sealer/divider was attempted to be used, and again was unable to have the power setting at three bars. A third ligasure impact hand activated sealer/divider that was not reprocessed was used without incident and the procedure was completed.